Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch#: 995c46. Corrected data: d4 (expiration date), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcflgb reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 995c46, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that some staples malformed and oozing occurred. Changed to another one to continue the procedure but the same problem happened again. Changed to another one to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 1/6/2026 d4: batch #unk d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples how was the bleeding controlled? Used another reload. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.